Manufacturer narrative:
Concomitant medical product: 5076-58 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected intermittent occasional atrial undersensing noted on the current electrogram (egm), with an atrial arrhythmia also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the physician's office determined that reprogramming was performed and the atrial lead remains in use.